Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location') in a 22-year-old female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, discomfort, pap smear abnormal, colposcopy, mood disorder nos, seizures and bipolar disorder. Concurrent conditions included right lower quadrant pain, low back pain, pain in thigh, feeling hot and cold, leg pain, heavy periods, cervical cancer, hpv positive oropharyngeal squamous cell carcinoma, uterine fibroid, irregular menstrual cycle and left lower quadrant pain. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from (B)(6) 2011 to (B)(6) 2017, buspirone since (B)(6) 2018, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, gabapentin (gabapentine) since (B)(6) -2018, ibuprofen since (B)(6) 2018, lithium since (B)(6) 2018 and minoxidil (rogaine) since (B)(6) 2009. In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced pyelonephritis acute ("infection (other) - acute pyelonephritis"). In (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - gastroesophageal reflux disease"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) ¿vaginal"), depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish"), hypersensitivity ("allergy reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract d"), cystitis ("bladder infection "), urinary tract infection ("uti"), the second episode of vaginal infection ("vaginal infection") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with carbamazepine (atretol), carbamazepine (tegretol), ciprofloxacin, dicycloverine hydrochloride (dicyclomine), olanzapine (zyprexa), ondansetron, phenytoin sodium (dilantin d.a.), primidone (mysoline), trimethadione (tridione), valproate semisodium (depakote), valproic acid and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pyelonephritis acute, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue, gastrooesophageal reflux disease and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, the last episode of vaginal infection and the last episode of vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pyelonephritis acute, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of vaginal discharge, the first episode of vaginal infection, the second episode of vaginal discharge and the second episode of vaginal infection to be related to essure. The reporter commented: *insertion details, specify-the device was in good position with 0 trailing coils on the right side. A similar fashion was used on the opposite side with 0 trailing coils on the left side discrepancy noted in essure confirmation test: did not undergo any confirmation test. Concerned about essure device. I saw one coil when I did surgery, 2nd coil not identified by pathology. Patient received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: device was successfully occluded. Ultrasound scan - on (B)(6) 2017: the uterus shows a round nodular density in the lower uterine segment on the right likely a fibroid measuring 2.0cm. It may be responsible for heavy bleeding and it is adjacent to the endometrial space.. X-ray - on (B)(6) 2018: current study demonstrates no definite foreign body typical for an essure deviced impression: no definite essure device identified. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr:-abdominal pain, nausea,dysmenorrhea, acute pyelonephritis, fatigue,gastroesophageal reflux disease. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.new event:allergic reaction was added. New reporter added. New event bladder and urinary problems bladder infection uti vaginal discharge and vaginal infection added. Outcome also added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location') in a 22-year-old female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, discomfort, pap smear abnormal, colposcopy, mood disorder nos, seizures and bipolar disorder. Concurrent conditions included right lower quadrant pain, low back pain, pain in thigh, feeling hot and cold, leg pain, heavy periods, cervical cancer, hpv positive oropharyngeal squamous cell carcinoma, uterine fibroid, irregular menstrual cycle and left lower quadrant pain. Concomitant products included buprenorphine hydrochloride; naloxone hydrochloride (suboxone) from (B)(6) 2011 to (B)(6) 2017, buspirone since (B)(6) 2018, codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2018, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2008, gabapentin (gabapentine) since (B)(6) 2018, ibuprofen since (B)(6) 2018, lithium since (B)(6) 2018 and minoxidil (rogaine) since (B)(6) 2009. In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced pyelonephritis acute ("infection (other) - acute pyelonephritis"). In (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - gastroesophageal reflux disease"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) ¿vaginal"), depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish"), hypersensitivity ("allergy reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract d"), cystitis ("bladder infection "), urinary tract infection ("uti"), the second episode of vaginal infection ("vaginal infection") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with carbamazepine (atretol), carbamazepine (tegretol), ciprofloxacin, dicycloverine hydrochloride (dicyclomine), olanzapine (zyprexa), ondansetron, phenytoin sodium (dilantin d.a.), primidone (mysoline), trimethadione (tridione), valproate semisodium (depakote), valproic acid and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pyelonephritis acute, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue, gastrooesophageal reflux disease and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, the last episode of vaginal infection and the last episode of vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pyelonephritis acute, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of vaginal discharge, the first episode of vaginal infection, the second episode of vaginal discharge and the second episode of vaginal infection to be related to essure. The reporter commented: *insertion details, specify-the device was in good position with 0 trailing coils on the right side. A similar fashion was used on the opposite side with 0 trailing coils on the left side discrepancy noted in essure confirmation test: did not undergo any confirmation test. Concerned about essure device. I saw one coil when I did surgery, 2nd coil not identified by pathology. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: device was successfully occluded. Ultrasound scan - on (B)(6) 2017: the uterus shows a round nodular density in the lower uterine segment on the right likely a fibroid measuring 2.0cm. It may be responsible for heavy bleeding and it is adjacent to the endometrial space. X-ray - on (B)(6) 2018: current study demonstrates no definite foreign body typical for an essure device impression: no definite essure device identified. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr:-abdominal pain, nausea, dysmenorrhea, acute pyelonephritis, fatigue, gastroesophageal reflux disease. Lot number: 626907, manufacture date: 2008-04, expiration date: 2010-03. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location') and pyelonephritis acute ('infection (other) - acute pyelonephritis') in a 22-year-old female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, discomfort, pap smear abnormal, colposcopy, mood disorder nos, seizures and bipolar disorder. Concurrent conditions included right lower quadrant pain, low back pain, pain in thigh, feeling hot and cold, leg pain, heavy periods, cervical cancer, hpv positive oropharyngeal squamous cell carcinoma, uterine fibroid, irregular menstrual cycle and left lower quadrant pain. Concomitant products included buprenorphine hydrochloride; naloxone hydrochloride (suboxone) from (B)(6) 2011 to (B)(6) 2017, buspirone since (B)(6) 2018, codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2018, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, gabapentin (gabapentine) since (B)(6) 2018, ibuprofen since (B)(6) 2018, lithium since (B)(6) 2018 and minoxidil (rogaine) since (B)(6) 2009. In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced pyelonephritis acute (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - gastroesophageal reflux disease"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) ¿vaginal"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish"). The patient was treated with carbamazepine (atretol), carbamazepine (tegretol), ciprofloxacin, dicycloverine hydrochloride (dicyclomine), olanzapine (zyprexa), ondansetron, phenytoin sodium (dilantin d.a.), primidone (mysoline), trimethadione (tridione), valproate semisodium (depakote), valproic acid and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pyelonephritis acute, vaginal infection, depression, anxiety, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease and alopecia outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, pyelonephritis acute, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: *insertion details, specify-the device was in good position with 0 trailing coils on the right side. A similar fashion was used on the opposite side with 0 trailing coils on the left side discrepancy noted in essure confirmation test: did not undergo any confirmation test. Concerned about essure device. I saw one coil when I did surgery, 2nd coil not identified by pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: device was successfully occluded. Ultrasound scan - on (B)(6) 2017: the uterus shows a round nodular density in the lower uterine segment on the right likely a fibroid measuring 2.0cm. It may be responsible for heavy bleeding and it is adjacent to the endometrial space.. X-ray - on (B)(6) 2018: current study demonstrates no definite foreign body typical for an essure device. Impression: no definite essure device identified. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr:-abdominal pain, nausea,dysmenorrhea, acute pyelonephritis, fatigue,gastroesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - unknown location') and pyelonephritis acute ('infection (other) - acute pyelonephritis') in a (B)(6) year-old female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, discomfort, pap smear abnormal, colposcopy, mood disorder, seizures and bipolar disorder. Concurrent conditions included right lower quadrant pain, low back pain, pain in thigh, feeling hot and cold, leg pain, heavy periods, cervical cancer, (B)(6) oropharyngeal squamous cell carcinoma, uterine fibroid, irregular menstrual cycle and left lower quadrant pain. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from (B)(6) 2011 to (B)(6) 2017, buspirone since (B)(6) 2018, codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2018, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2008 to (B)(6) 2008, gabapentin (gabapentine) since (B)(6) 2018, ibuprofen since (B)(6) 2018, lithium since (B)(6) 2018 and minoxidil (rogaine) since (B)(6) 2009. In (B)(6) 2008, the patient experienced nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced pyelonephritis acute (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - gastroesophageal reflux disease"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) ¿vaginal"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - depression, anxiety and mental anguish"). The patient was treated with carbamazepine (atretol), carbamazepine (tegretol), ciprofloxacin, dicycloverine hydrochloride (dicyclomine), olanzapine (zyprexa), ondansetron, phenytoin sodium (dilantin d.a.), primidone (mysoline), trimethadione (tridione), valproate semisodium (depakote), valproic acid and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pyelonephritis acute, vaginal infection, depression, anxiety, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, gastrooesophageal reflux disease and alopecia outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, pyelonephritis acute, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: *insertion details, specify-the device was in good position with 0 trailing coils on the right side. A similar fashion was used on the opposite side with 0 trailing coils on the left side discrepancy noted in essure confirmation test: did not undergo any confirmation test concerned about essure device. I saw one coil when I did surgery, 2nd coil not identified by pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: device was successfully occluded. Ultrasound scan - on (B)(6) 2017: the uterus shows a round nodular density in the lower uterine segment on the right likely a fibroid measuring 2.0cm. It may be responsible for heavy bleeding and it is adjacent to the endometrial space. X-ray - on (B)(6) 2018: current study demonstrates no definite foreign body typical for an essure device impression: no definite essure device identified. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr: abdominal pain, nausea,dysmenorrhea, acute pyelonephritis, fatigue, gastroesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: new pfs and mr received: case becomes incident lot number added .new events added: migration of essure device - unknown location, abnormal bleeding (vaginal, menorrhagia), vaginal, infection (other):acute pyelonephritis, depression, anxiety and mental anguish, migraines,headaches, nausea, dysmenorrhea (cramping),dyspareunia vaginal discharge, fatigue,gastroesophageal reflux disease, hair loss & abdominal pain. New reporters ,dob, concomitant conditions, medical history and treatment drugs were added. Outcome of the events pelvic pain and abdominal pain was updated from unknown to recovering / resolving. Outcome of the events dysmenorrhea (cramping) and abnormal bleeding (vaginal, menorrhagia) were updated from unknown to recovered /resolved. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.